Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 200-250 mg/dl. Customer changed the pump supplies to resolve the reported occlusions. Subsequently, the customer reported that insulin was not observed to be exiting the tubing during fill tubing with the new pump supplies. Reportedly, the pump supplies were changed again to address the issue and insulin delivery was resumed.